Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was not being detected on the communication bus. A field service engineer replaced the communication bus module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer was not being detected on the communication bus. The customer stated that the malfunction occurred when user trying to issue medication to the patient as the user unable to get meds and refill caused a delay to patient care workflow, but no harm reported. There were no adverse events or injuries reported based on this event.